Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer advised that during shift check, the led lights on the multi-chemistry battery charger (mcc) were green, indicating the autopulse li-ion battery (sn (B)(6)) is fully charged. When the battery is taken out of the charger and the test button was pressed and all four leds blink green 6 times and then go out. However, the battery will not power the autopulse platform. The platform performs as intended with other batteries. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse li-ion battery (sn (B)(6) will not power the autopulse platform was not confirmed during the archive data review or functional testing. The battery was functional and works as intended. Upon visual inspection, no physical damage was observed, and the status leds of the battery showed four flashing green lights. The archive data indicated 35 successful charge cycles over the battery's lifetime. On (B)(6) 2021, unrelated to the reported complaint, the battery encountered an over-current fault, but subsequently recovered. The last successful charge occurred on (B)(6) 2024. The battery passed charging in a known good autopulse multi-chemistry battery charger (mcc). The status leds on the battery showed four solid green lights after the successful charging attempt, indicating a fully charged battery that surpassed 3 years from its date of manufacture. The battery was able to successfully power an autopulse platform for over 30 minutes.